Manufacturer narrative:
A philips remote service engineer (rse) remotely connected to the server and found no issues. The rse spoke with the biomed and found out the speakers were fully disconnected and stored under the desk. A reconnection was advised. After a re-connection done, all audio and alarm sounds were working for both hosts. Result of the test indicate no malfunction of the device. Based on the information available and the testing conducted, the cause of the reported problem was a user error. The reported problem was confirmed. The customer was advised to reconnect the speakers to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that there was no sound or alarm audio from 2 hosts in the ICU. The device was in use on a patient. There was no report of patient or user harm.